Manufacturer narrative:
The investigation determined that event was consistent with a pre-analytical issue. Based on the calibration and qc data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys tsh assay, elecsys ft3 iii, and elecsys ft4 IV assay results from 1 patient on two cobas e 801 analytical units. The sample was initially run on analyzer serial number (B)(4). The initial tsh result was 0.0228 miu/ml, the initial ft3 result was 0.922 pg/ml, and the initial ft4 result was 0.388 ng/l with a data flag. The sample was repeated on e801 analyzer serial number (B)(4). The repeat tsh result was 0.235 miu/ml, the repeat ft3 result was 1.57 pg/ml, and the repeat ft4 result was 20.2 ng/l. The sample was repeated again on e801 analyzer serial number (B)(4). The second repeat tsh result was 0.238 miu/ml, the second repeat ft3 result was 1.52 pg/ml, and the second repeat ft4 result was 18.7 ng/l. No questionable results were reported outside the laboratory. It is unknown which results were deemed correct. The tsh reagent lot is 63196601 and the expiration date is 30-sep-2023. The ft3 reagent lot is 61192002 and the expiration date is 31-may-2023. The ft4 reagent lot is 60647801 and the expiration date is 30-nov-2022.